Event description:
When the brake was activated, the foot end would engage and hold but the head end would not engage or hold.

Manufacturer narrative:
The technician replaced a missing bolt and nut within the brake linkage to repair the bed.